Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." Conclusion of log review: blood glucose (bg) values from 45-52 mg/dl were recorded by continuous glucose monitor (cgm) from 3:22:49 am to 4:02:50 am on 8/23/200. Cgm alert 1 (cgm low alert) enunciated at 3:22:49 am. On 8/22/2020, at 9:42:11 pm, 10:38:52 pm, and 11:08:34 pm, user made 3 bolus requests after overriding the bolus size. At 9:42:11 pm, user entered a bg of 106 mg/dl, which is below the target bg of 130 mg/dl. User overridden the recommended bolus size (0 units) and made a manual bolus request of size 3.2 units. At 10:38:52 pm, user entered in a bg of 198 mg/dl, with an insulin on board (iob) of 2.314 units. As the user had sufficient iob, 0 units were recommended. User overridden the recommended bolus size (0 units) and made a manual bolus request size of 3.8 units. At 11:08:34 pm, user entered in a bg of 226 mg/dl, with an iob of 5.066 units. As the user has sufficient iob, 0 units were recommended. User overridden the recommended bolus size (0 units) and made a manual bolus request of 3.2 units. Making bolus requests after overriding the recommended bolus size, while still having iob could lead to a low bg event. There is no evidence that the pump experienced malfunction or failure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced blood glucose of 30 mg/dl, and ultimately was in a car accident which left the customer unconscious. Ambulance were called and took the customer to the hospital where the customer was treated with intravenous glucose that resolved the issue. The customer was discharged from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, the customer alleged the pump had malfunctioned and delivered insulin without user interaction. Tandem diabetes care examined the pump data logs (see section h10) and found three boluses were request and delivered by the customer leading to the decreased blood glucose value. The customer continued to use the pump for insulin therapy. Reportedly, the customer met with a pump trainer to address the event.